Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer stated that the insulin pump had a frosty appearance on the reservoir compartment and under the lcd screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin did exit during plunger push. The customer stated that the insulin pump received a no delivery alarm during manual prime. The customer stated that there were no signs of fluid leaking. The customer stated that the only sign of leak was the frosty appearance. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.